Event description:
During a posterior cervical fusion of the c5-t1 levels while the surgeon was attempting to place a 4.5mm screw to t1 the screw head popped off when the surgeon applied pressure. The screw was being inserted using a three part stardrive, screwdriver. The two parts were easily removed and no shavings or shards were left behind. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.